Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for explant of a left ventricular lead due to loss of capture and dislodgement, which was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was in stable condition following the procedure.